Manufacturer narrative:
The lot number for the malfunction was not provided, therefore a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is inconclusive for tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf320j vena cava filter allegedly tilt. The information was received from a single source. This malfunction involved one patient with no patient consequences. The patient is (B)(6). Weight and gender of the patient was not provided.